Event description:
The surgeon was unable to get a good skin graft. A 3" width clip, thickness setting of 15/1000 was used. The desired skin graft was 3"x15". The dermatome skipped and shredded the skin. The initial graft was taken from the patient's back. An additional graft was taken from the abdomen. The graft was needed for a plastic surgeon repairing the area where a tumor had been removed in the patient's neck.